Event description:
A peritoneal dialysis registered nurse (pdrn) contacted baxter product surveillance on (B)(6) 2012. She reported that this homechoice patient (hp) had been diagnosed with peritonitis on (B)(6) 2012. The hp was hospitalized for the event. The hp was treated with vancomycin (1gram, ip, every 72 hours for 14 days). The hp was discharged from the hospital on an unknown date and is recovering from this peritonitis event. The pdrn stated that the cause of the peritonitis was unknown, but suspected that it was related to the baxter products or solutions as the clinic had seven patients diagnosed with peritonitis in the month of (B)(4).

Manufacturer narrative:
(B)(4). This report is regarding patient 3 of the 7 mentioned peritonitis patients. This is report 3 of 3 for this peritonitis event. The sample is not available. The specific product code for the minicap transfer set is unknown; however, the brand name, manufacturing facility and 510k number will be provided in the MDR. A batch review was conducted on potentially associated lots 5c4482, lot number (h11h18044) and 5c4483, lot number (h11k01037) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the problem was not confirmed and the root cause of this incident was undetermined. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Follow up information was received by global pharmacovigilance (gpv) from the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012. The pdrn confirmed that the homechoice patient (hp) was hospitalized for this peritonitis event on (B)(6) 2012. A peritoneal effluent cell count was completed on (B)(6) 2012 prior to the start of antibiotic therapy. The peritoneal effluent cell count showed a white blood cell count (wbc) of 1650. The differential was 42% neutrophils, 36% lymphocytes and 21% monocytes. The peritoneal effluent gram stain and culture were both negative. The hp was treated with vancomycin (1gram, ip, every 3 days for 7 days) followed by vancomycin (1.5grams, ip, every 3 days for 7 days). The hp was discharged from the hospital on (B)(6) 2012. The peritoneal effluent cell count was repeated on (B)(6) 2012 and showed a wbc of 218. The differential was 16% neutrophils, 5% lymphocytes and 79% monocytes. The hp's medical history includes end stage renal disease and hypertension. The hp is recovering from this peritonitis event.